Manufacturer narrative:
Information contained in this report was previously submitted through asr on 15/oct/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, yellow particles in the shell and opening on posterior. Leak test and microscopic analysis was performed which identified; creases smooth opening on posterior. Creases are observed but have no relationship with manufacturing. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:an opening crease smooth on posterior due to fold flaw opening. Reason for reoperation due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "creases/folded." Device has been explanted.